Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level and a high ketone level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer was treated with intravenous saline and insulin while in the ICU. The cause of the reported issue was due to an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer was released from the hospital on 2024-07-11 with no permanent damage and the issue was resolved.